Event description:
A consumer reported that following bilateral intraocular lens (iol) implant surgery, she has experienced twitching of her eyeballs. The twitching makes it difficult for the consumer to focus at times and she feels like she is looking through a tunnel. She reported that she squints all the time and when it is at the worst, she blinks a lot. The most comfortable time of the day is at night when she is sitting in a dark room. Wearing sunglasses helps, but the consumer gets tired of wearing sunglasses in the house. The consumer also reported seeing a dark spot at the outside corner of each eye. In a follow up phone call with the consumer, she stated the twitching was worse when she was gazing downward. She also reported seeing halos. Add'l info has been requested. There are two medical device reports associated with this event. This report is for the first eye.

Manufacturer narrative:
The product was not returned for analysis; the device remains implanted. Results from the product history record review indicated the product met release criteria. There have been no other complaints reported in the lot number. Add'l info was requested on 11/19/2010 and 12/06/2010 by phone, fax, and mail. A completed questionnaire has not been received. (B)(4).